Event description:
The magnetic disk is a device that is used to control or stop pain. Per rptr the device is illegal but it has been sold on tv, internet and magazines. The device when used by a pt generates a magnetic field that can alter the function of a pacemaker. Spinal stimulator or an automatic internal defibrillator, which can cause injury and death. A 79 yr old male pt with a pacemaker was exposed to the magnetic field generated by the magnetic disk. The pt's pacemaker was turned off and pt went into chf (congestive heart failure). He was resuscitated and intubated. Epinephrine and other treatments were provided. Pt is doing okay. The rptr's concern is that; first, the device is not prescribed by physicians and can easily be obtained by phone. Secondly, the device has no warning label to inform consumers about the possible dangers associated with its use. Physician is also aware of two other cos that make similar device.